Event description:
It was reported that the patient underwent surgery for treatment of spondy with implant of semi-rigid rods/pedicle screw fixation at l4-s1 and interbody device l4-5. No fusion at l5-s1. It was reported that sometime post-op one rod had broken at the l5-s1 level. Patient underwent a revision surgery to remove the posterior fixation and replace with titanium implants.

Manufacturer narrative:
The explanted products were returned to the manufacturer for evaluation. The visual macroscopic exam shows that the rod is broken at the three quarters length of the rod. Post op x-rays reveal that peek rods applied through segmental screws at l4-l5-s1. Interbody device noted at l4/5. There is no interbody device at l5/s1. S1 screws noted to be fractured at mid pedicle level. No fusion noted at l5/s1. Without the interbody device at l5/s1, excessive fatigue stress may cause rod to break.